Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ar-cath1, main drawer 5 was not opening, was jammed, and failed to recover. The user attempted to recover the storage space and performed a reboot; however, the drawer still failed to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 were not detected on the bus, and pocket e6 in drawer five was broken open and could not be closed due to a snapped tamperproof tab, requiring pocket replacement. A field service engineer (fse) found that drawers 3.1 and 3.2 were not receiving power due to a faulty module controller, which was replaced however, repairs could not be completed at that time due to emergency procedures. Then the issue was isolated to the drawer 3.2 controller board, which was found to affect overall station power and was replaced with a newer version. After reassembly, functional testing could not be completed through the hardware test application due to network and wi-fi access limitations in the procedural room, but the customer successfully tested all pockets in drawers 3.1 and 3.2 through the user application after completing space configuration. Both drawers passed inventory testing with no malfunctions or delays, confirming successful repair. The system functioned as intended after the field service engineer repaired the device.